Manufacturer narrative:
The customer¿s report of the filter gets clogged about an hour later was confirmed. The customer¿s report of the lipids start to leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was visually inspected and white liquid (lipids) was observed in the set¿s micron filter. During functional testing an occlusion alarm was noted by the device during infusion. A leak was not observed at the filter or on any of the set connections. The extension set was attempted to be re-primed in which resistance was observed; however with extra force, the fluid was eventually able to flow through and exit as expected. The root cause of the lipid filter occluding has been identified as the filter becoming occluded over time and repeated use due to the build-up of infusion particulates. The root cause of the lipids leaking was not definitively determined.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.

Manufacturer narrative:
(B)(4).

Event description:
No patient harm.